Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.

Event description:
During baxters evaluation a device alarmed for a downstream occlusion. There was no patient involvement.